Event description:
It was reported a revision surgery as consequence of a fractured acetabulum. No fall or other incident occurred.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the information provided; the root cause of the reported periprosthetic acetabulum fracture cannot be confirmed or concluded. The bone quality of this elderly patient is unknown and might have contributed to the fracture. No current, post revision information regarding this patient¿s status has been provided. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.